Event description:
It was reported when using the pyxis medstation es system that it had a power failure which was not turned on. The customer reported issue occurred when dispensing medication to patient and was able to get medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the controller board. A field service engineer replaced the controller board in auxiliary drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.